Event description:
At dressing change, wound nurse found the pressure suction setting on 180 mm hg. Physician's order was written for 120 mm hg. The setting was returned to 180 mm hg. The wound nurse also observed a spot of blood on the sheets in the same outline as the tegaderm dressing. No alarm had sounded as to alert that low suction or blocked canister was present.